Event description:
On (B)(6) 2013, the distributer contacted animas and reported a multiple call service alarm issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: a review of the black box review and pump alarm history revealed multiple call service alarms on 12/14/2013. The pump was powered on with auditory and vibratory tone. A call service was emitted upon start up of the pump. The pump¿s cover was removed; an internal component failure was found. The component was replaced and reprogrammed; the pump was powered on and displayed the ¿verify¿ screen. The pump was primed and exercised with no alarms. Unrelated to the complaint, the display screen text was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.